Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned and analyzed. Blood was found in/on the helix mechanism. Correction: source type code, date of death, device mfg. Date.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during an implant attempt, lead was not implanted because it was too short. The lead was removed and returned. No patient complications have been reported as a result of this event.